Manufacturer narrative:
Based on the available information, it is not known what role, if any, the lava ultimate crown may have played in the reported outcome. Other factors, such as prior tooth history, prior patient history of multiple other tooth fractures and dental treatments, may have played a role in the reported outcome.

Event description:
On (B)(6) 2016, a dental professional reported the case of patient (age and gender not provided) who experienced fracture of tooth #31; the tooth is now recommended to be extracted. This tooth received a lava ultimate cad/cam restorative for e4d crown on (B)(6) 2013, immediately after root canal therapy was performed. On (B)(6) 2016, the tooth was recommended for extraction due to the fracture. From the information provided, it appears that a decision had been made to replace the crown due to decay and during de-bonding of the crown, the fracture occurred, leading to the extraction recommendation